Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, high threshold and fracture. The helix difficulty and difficult to remove observations were confirmed as there was dried blood/tissue found in the helix housing, which prevented direct test of the helix mechanism. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to suspected partial dislodgement or lead conductor damage. During repositioning, this lead's helix was unable to retract and it showed removal difficulties. The lead's helix would not extend afterwards. Subsequently, this lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis. The returned product was analyzed and laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement, high threshold and fracture. The helix difficulty and difficult to remove observations were confirmed as there was dried blood/tissue in the helix housing, which prevented direct test of the helix mechanism.